Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not keeping accurate time. Reportedly, the pump has "lost 15 minutes" in a year. There was no reported impact to customer's blood glucose level.